Manufacturer narrative:
Evaluation results: our evaluation found that the balloon was ruptured at the middle section. The rupture was approximately .1" x 04". Further examination found that the balloon latex appeared to be missing from the rupture. Blood was observed to have entered the inflation lumen through the inflation port. There was no visible indication of latex degradation observed to the balloon.

Event description:
It was reported that the balloon broke up in the patient after one day during use. Reportedly, there were no patient complications or injuries. No further details were provided. There were two units reported; however, only one unit was returned.